Event description:
Providing hemodialysis using fresenius 2008h model. Alarm sounded and nurse entered room. Found a large amount of blood on floor, walls etc. Emergency code called. Pt stabilized, blood returned. It appears that venous needle in the av fistula had come out. Approx. 400-500 cc of blood were lost before the alarm sounded. Pt required a blood transfusion of 2 units. Biomed dept performed a safety check of the machine and found that it performed according to the manufacturer's specifications. Fresenius was contacted and a request was made for assistance with a failure analysis.